Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard evaluation and the failure mode effects analysis. The DHR (device history review) for sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist or odor / smell failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. Trending analysis for odor / smell issues associated to the sterrad 100nx found there is not a significant trend. (B)(4). The oil mist filter and the catalytic decomposition filter were returned and tested. The technician reported that the oil mist smell was coming from the catalytic decomposition filter. The complaint was confirmed.

Manufacturer narrative:
Evaluation summary: an asp field service engineer (fse) assessed the unit onsite. The fse noted a strong smell coming from the machine during vacuum. He replaced the oil mist filter assembly to correct the problem. He performed a checkout procedure which passed. He also ran a test cycle with a load. The system meets manufacture's specifications.

Event description:
The customer reported that while their healthcare workers (hcw's) wrapped items for processing near the sterrad 100nx or walked by the sterrad 100nx, they were "hit or sprayed" with a vapor coming from the unit. The vapor was noticed specifically during the plasma 2 cycle and was accompanied by a "peroxide smell". The hcws started noticing the vapor issue after a preventative maintenance service was performed on the sterrad 100nx. The hcws described the vapor as having a "dampness feel". The vapor was coming out of the vents. There were no human reactions due to the vapor. The unit was assessed onsite.